Manufacturer narrative:
(B)(4). Product evaluation: the results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record was unable to be performed because the lot number was not reported. There was no evidence to suggest there was an intrinsic defect in the angio-seal and the cause for the reported event remains unknown. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
An angio-seal vip device was deployed for vascular closure. It was noted that following a diagnostic cardiac angiogram, the patient began to feel unwell, presenting approximately 8-10 hours later with abdominal pain that was thought at the time to be bowel related. The patient's blood pressure began to drop followed by cardiac arrest. The patient expired as a result of a retroperitoneal bleed, which was suspected to have originated at the femoral access site. The position or location of the angio-seal device was not referenced in the post mortem reports.